Event description:
Patient reported another defective tubing leaking. Patient provided lot- 3983993. No adverse effective or missed doses reported. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the tubing available for investigation? No; did we [MFR] replaced tubing? Yes; did the patient have a backup tubing they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.